Event description:
The initial reporter complained of a discrepant high result for 1 patient urine sample tested for tina-quant albumin gen.2 - urine application (albu) on a cobas 8000 cobas c 502 module. The initial result was 35.3 mg/l. Since the special protein and urine test strip parameters were normal, the sample was repeated. The repeat result was 19.6 mg/l.

Manufacturer narrative:
The albumin reagent lot number was 81773401, with an expiration date of 31-may-2026. The customer performed a carryover contamination test; no significant carryover contamination was observed. The customer cleaned the sample/reagent probes and washing station. An intensive cleaning cycle was performed for the cuvettes, and a special wash was activated for the cuvettes and reagent probes. The field service engineer (fse) found the gear pump pressure was low and adjusted it. Afterward, the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.